Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient underwent removal surgery on (B)(6) 2020. It was reported that the patient experienced an infection of his surgical would and had an enterocutaneous fistula which required him to undergo another surgery to debride the wound. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 8/16/2022. Additional b5 narrative: it was reported that the patient experienced hernia recurrence, obstruction, severe abdominal pain, and adhesion.